Event description:
It was reported that the patient had an allergic reaction to the suture glue at the site where the ipg was replaced (MFR report number 3006630150-2023-00601). It was noted that the patients ipg site was red and swollen after the procedure and the physician prescribed additional antibiotics, antihistamine, and topical cortisone.